Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil, the delivery wire, and the introducer sheath were returned. The main coil and the delivery were not interlocked. There was evidence that the customer cut at twist lock section. Blood was noticed. The main coil was kinked and detached at interlocking arm section. The functional test could not be performed due to the returned condition of the device. Under microscope it was observed that the main coil was detached at interlocking arm section. Dimensional inspection of the delivery wire and main coil revealed the components were within specification except for the coil arm outer diameter as it could not be measured due the interlocking arm of the main coil was not interlocked.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the coil could not advance inside the catheter and failed to deploy. A 15mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil could not advance inside the catheter and failed to deploy. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure. However, device analysis revealed that the main coil was detached at interlocking arm section.